Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 167mg/dl (B)(6) 2017 08:27 am fasting:yes, 228mg/dl (B)(6) 2017 10:00 am fasting:yes, 157mg/dl (B)(6) 2017 08:59 am fasting:yes, 175mg/dl (B)(6) 2017 11:08 am fasting:yes, 160mg/dl (B)(6) 2017 11:14 am fasting:no. Memory concerns:undisclosed. Customer called in to report high results on her meter. Customer states this is a new meter and ever since she started on this meter her results are too high. Customer states she purchased 100 test strips and the first vial gave her problems so she does not want to use the second vial and requested a replacement for that vial as well.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 03/26/2017. The meter memory was reviewed for previous test result history (date / time not set): 167mg/dl 06/05/2017 08:27 am fasting: yes; 228mg/dl 06/04/2017 10:00 am fasting: yes; 157mg/dl 05/30/2017 08:59 am fasting: yes; 175mg/dl 05/29/2017 11:08 am fasting: yes; 160mg/dl 05/28/2017 11:14 am fasting: no. Memory concerns:undisclosed. Customer called in to report high results on her meter. Customer states this is a new meter and ever since she started on this meter her results are too high. Customer states she purchased 100 test strips and the first vial gave her problems so she does not want to use the second vial and requested a replacement for that vial as well.